Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 2 additional dissection complaints associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry study, after successful treatment of a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, a grade I dissection allegedly occurred. The health care professional (hcp) reportedly performed an atherectomy followed by pre dilatation of the target lesion. The hcp then treated the lesion with the lutonix dcb and a grade I dissection occurred following this treatment. The hcp placed a supra stent followed by post dilatation of the stented area. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient effects were reported.

Manufacturer narrative:
Patient weight was added (B)(6) lbs. Manufacturing date was added (B)(6) 2015. Analysis: the sample was not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 2 additional dissection complaints associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry study, after successful treatment of a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, a grade I dissection allegedly occurred. The health care professional (hcp) reportedly performed an atherectomy followed by pre dilatation of the target lesion. The hcp then treated the lesion with the lutonix dcb and a grade I dissection occurred following this treatment. The hcp placed a supra stent followed by post dilatation of the stented area. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient effects were reported.